Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A sample is available but was not returned when MDR was filed. The device history record for the reported lot number, 0202357110, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of 3 reports. Refer to 2026095-2016-00119 for the first patient. Refer to 2026095-2016-00120 for the second patient. No additional information was provided.

Manufacturer narrative:
One sample pump device was received full. A visual observation found that the tip of the red priming key had broken off inside of the pca. The pca was observed under magnification and found damage on the plastic near where the key inserts. Destructive analysis was performed on the pca to open it. The broken red prime key piece was observed under magnification and found signs of stress. The investigation summary concludes that the pump had the tip of the red priming key broken off of and remained in the pca. The pump was received full and found the prime key fragment had broken off. The pca where the prime key inserts was observed under magnification for the pump and found damage on the plastic housing. The red prime key fragments were observed under magnification and signs of stress was noted. The investigation root cause was determined to be incorrect red key/tab removal after priming. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).